Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. It is recomended that the breathing circuit tubes are replaced as a precaution. The device was recertified and returned to the customer. The accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device intermittently displayed a "exhalation system failure - 1060" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.